Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Confirmed low flow alerts in patient data. Device repair was declined. Device was scrapped per customer request. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device received low flow and patient line open alarm. Confirmed water flow rate (wfr) was 0 l/min. They had 3 pads connected, unable to connect fourth pad due to clinical reason. Had nurse stop therapy, empty pads, and disconnect the pads. Walked nurse through placing the device in manual control. Without pads water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100%, system hours were 2,967, and pump hours were 2,678. Informed nurse to send the device to biomed labeled no flow for repair. Charge nurse in the room had already set up therapy on a second device, nurse confirmed therapy was running on the other device with no issues. Encouraged nurse to call back with any issues. Per follow up information received via phone on 22feb2024, it was reported that they were unsure if therapy was completed on the female patient.

Event description:
It was reported that the arctic sun device received low flow and patient line open alarm. Confirmed water flow rate (wfr) was 0 l/min. They had 3 pads connected, unable to connect fourth pad due to clinical reason. Had nurse stop therapy, empty pads, and disconnect the pads. Walked nurse through placing the device in manual control. Without pads water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100%, system hours were 2,967, and pump hours were 2,678. Informed nurse to send the device to biomed labeled no flow for repair. Charge nurse in the room had already set up therapy on a second device, nurse confirmed therapy was running on the other device with no issues. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.